Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 403 mg/dl. Customer declined troubleshooting for high blood glucose reading. Customer parent blood glucose reading was 70 mg/dl when the customer turned on the insulin pump after giving their kid a bath. After two hours, blood glucose reading was 400 mg/dl. Customer also reported no delivery alarm. Customer states the insulin exited. Customer was able to remove set at this time to test. Customer was advised to change the entire set and return the set for analysis. Set will be returning for analysis. Insulin pump will not be returning for analysis.